Manufacturer narrative:
The device is expected to return to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue with the mps 2 console. The report states that the console lost power. There were no reported patient complications.